Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer had a blood glucose level of 453 mg/dl. The customer expressed thirst as a symptom of her high blood glucose level. The customer stated her insulin pump would not allow her to bolus. Standard troubleshooting was performed. It was discovered that the customer had the block feature on. The customer was assisted in clearing it so she could bolus. The product is not being returned. Nothing further was reported.